Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer passed away. The cause of death was not provided. Per healthcare provider (hcp), the last entry in the patient's chart indicated that patient went to the emergency room for hypotension and had also suffered a fall, which fractured a hip. According to hcp, cause of death did not appear to be related to pump/supplies; however, this could not be confirmed by the hcp.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: insulin delivery was suspended on (B)(6) 2018. The pump was not used to deliver insulin via basal or bolus following (B)(6) 2018. Cause of death could not be confirmed. Patient was not using the pump for insulin delivery at the time of death.